Manufacturer narrative:
The door switch was returned to the manufacturer for analysis. Reported issue able to be duplicated. Investigation found that the gantry door would be fully closed but was still showing a door open message and the detector would not move." Visual inspection confirms wires are crimped at multiple places along the length of the door switch assembly wires. The switch itself is loose and continuity testing confirms it does not reliably connect and disconnect. Physically damaged switch assembly. The hardware investigation found that reported event was related to an open electrical failure.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the top door switch was damaged. The rep replaced the door switch. The replaced part was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the gantry door would be fully closed but was still showing a door open message and the detector would not move. The medtronic representative restarted the system several times and opened and closed the door several times, but it did not resolve the issue. No patient was present during the time of the reported incident.